Event description:
Patient with left lower extremity pain and history of vascular disease. Lower left leg angiogram performed. Left common iliac artery had heavily calcified stenosis. Guidewire broke. A 10 cm piece was retrieved with a snare without incident.